Event description:
It was reported that a patient underwent a wpw (wolff-parkinson-white) ablation procedure with a qdot micro and the patient experienced a complete heart block that required pacing and prolonged hospitalization. The physician was mapping the right atrium. The physician had a his catheter on the his and a coronary sinus (cs) catheter in the cs. The pathway was near the his/septum. The physician ablated the pathway at 50w. On the first lesion at 50w the pathway terminated after 2 seconds. The first lesion was 30 seconds in total. The physician then ablated for 50w for 30 seconds again. 12 seconds into the 3rd lesion it was noticed there was complete heart block. The physician stopped radiofrequency (rf) and began to pace v. The patient remained in complete heart block with an escape rate of 55 bpm. The patient is being monitored overnight in the hospital. The patient was stable when they left the lab and no temporary wire or pacemaker was fitted. Patient did require extended hospitalization - overnight stay for monitoring to see if the patient resumes to normal rhythm or needs a pacemaker.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31440316l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).